Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. The coil wire of the returned guide wire was elongated for approximately 28mm from approximately 9mm distal to the mid solder originally located at 20mm from the tip. Under the elongated coil wire, the underlying core was exposed. A kink with stretched coil pitch was observed at approximately 8mm from the tip. The ball tip was found attached on the distal end of the guide wire; the coil wire remained in one piece. On the distal end of the exposed core wire, fracture of core composing wires, straight core wire and twist wire, was observed. The inner coil wire on top of the core was found stretched as its coil pitch was widened. To observe the distal side of the fracture, the core was exposed by unraveling the coil wire. The core composing wires were found fractured at approximately 8mm from the tip. Observation by scanning electron microscope revealed that the straight core wire was bent distal to its fracture end. Each fracture end of fine wires composing the twist wire was necked by tensile stress. Measurement of the core length supported that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress exceeding the product's design limit had contributed to the observed fracture. The wire tip had likely been prolapsed during delivery into the peripheral vessel. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a 90% stenosis in the left anterior descending artery (lad) #7. An asahi guide wire was delivered peripherally to protect the d1 branch. After balloon dilation was performed in the lad, the guide wire was moved but the wire tip did not move. Because the guide wire was removed without resistance, the physician suspected that the guide wire might have unraveled and advanced a microcatheter distal to the wire tip in an attempt to safely remove the guide wire. The removed guide wire was found to be elongated. A new guide wire was replaced to resume the procedure. The blood flow was successfully reestablished by stenting. There were no adverse patient effects.